Event description:
It was reported that a pt was implanted with a novus valve, the valve occluded and a replacement novus valve was then implanted. The pt had a high protein concentration of cerebral spinal fluid. There was no pt injury reported.